Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all the information received. The device was available for evaluation. Functional testing found that the instrument was successfully loaded with a reload. The instrument successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: a damaged shaft. Visual examination found that the distal end of the shaft was damaged. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissues. These changes may, for example, cause the tissue thickness to exceed the indicated range for the selected staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in the corresponding selection of staple size. Instruction for use states appropriate tissue thickness ranges for cartridge sizes. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot # p4g0969s) egia60avm, egia60avm egia 60 artic vasc med sulu (lot # p4g1255s) unknown endo gia sulu (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic hepatectomy, at the time when the vein near the liver portal was being detached, the handle was loose when the doctor pulled it and there was no response. The doctor replaced it with another staple but it did not work. Then the doctor replaced the handle, but that still unable to fire. Later the doctor replaced with a new set of staple and handle and was fired normally. There was no patient injury.